Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation increasing by 1 on its own was because the wires was damaged and they were faulty when an x-ray was taken. And the device needed to be replaced. They had a surgery to remove the wire nd the device and were placed with a new device on (B)(6) 2026. The issue was resolved

Event description:
Additional information was received from the patient. They reported that the cause of the the stimulation increasing by 1 on its own was because the wires was damaged and they were faulty when an x-ray was taken. And the device needed to be replaced. They had a surgery to remove the wire nd the device and were placed with a new device on 2026-mar-12. The issue was resolved

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va3203c implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they saw their nurse practitioner (np) on february 4th and they "upped it to number 4" and it did pretty good but then it got to kind of hurting the patient because stimulation on their left was pretty strong so they "went back" and then they "put it back on 4" and now they seem to be leaking more. The patient stated their np had informed the patient they may need to change the program. The patient reported they noticed they are leaking more since they increased stimulation. The patient described they can be standing or walking and urine will just flow out. The patient stated their np told them that they might have to change programs but did not recall if they advised a specific program to change to. The patient reported this had really freaked them out because they started "dropping urine". Reviewed therapy overview and general programming guidance. Walked the patient through connecting with implant and reviewed how to change programs. The patient confirmed therapy was on when connected with their implant but stated therapy was at 4.1 and stated "I guess when I closed it, it went up one" (patient did not clarify this). The patient changed programs on the call and increased stimulation on new program to a comfortable level. The patient accidentally turned therapy off, and when they turned therapy back on, they reported they needed to decrease stimulation slightly to be comfortable. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. When asked for event date, patient stated they increased stimulation due to their return of symptoms and stated return of symptoms started "let's say around the 19th" (confirmed month as february). The patient reported they got soaking and they had to put a pad on.